Event description:
The physician was attempted to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion. The device could not cross the lesion. No clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands as per specification; the eighth distal stent strut was raised and deformed; no deformation was evident to the distal tip. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (failure to deliver and stent deformation). Patient's condition affected effectiveness of device (lesion morphology) severe calcification. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification. (B)(4).